Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the scrdriver shaft 1.3/1.5 t4 self-hold (part # 03.130.010, lot # h659972) was received at us cq. Upon visual inspection, it was observed that the distal tip of the device was twisted in the direction of tightening. The twisted condition of the tip would render the device inoperable. The damage was consistent as an end of life indicator for the device. No other issues were identified during the inspection. The received condition was consistent with the complaint condition thus the complaint was confirmed. After a visual inspection it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part #: 03.130.010, synthes lot #: h659972, manufacturing site: synthes monument, release to warehouse date: 16-jan-2019. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from canada reports an event as follows: it was reported on an unknown date that the torque end of the driver has a helical twist and it isn't functioning at retaining screw heads during the metacarpal fracture procedure. It was unknown when and how it¿s occurred. Procedure and patient information were unknown. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for (1) stardrive screwdriver shaft/t4 50mm/self-retaining/hxc. This is report 1 of 1 for (B)(4).